Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Boston scientific technical services discussed evaluating the rv lead with testing. The system remains in service. No adverse patient effects were reported.